Manufacturer narrative:
The device was returned to olympus for evaluation. This device is manufactured by teleflex a third party vendor that cannot accept field devices and requires photos instead for the complaint investigation. The OEM performed a photographic evaluation and found the sheath broken into three pieces. A DHR review revealed that the product met specifications at the time of manufacturing. The OEM performed a complaint history review for units manufactured from 2014 to date show no other complaints associated with this final part lot. The OEM states that the reported phenomenon is a known issue that has been investigated previously. Based on similar reports the root cause for the reported event is substantial light exposure of the devices in the health care facility, which resulted in degradation and embrittlement of the dilator polymer. The OEM determined that since no manufacturing, material, or process attributed to the reported failure mode no further action was required.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during right ureteroscopy with laser lithotripsy and stent exchange, and extracorporeal shock wave lithotripsy procedure, the sheath broke into three pieces. It was reported that prior to the device break the surgeon was having trouble accessing the patient's urethra with shockwave, the urethra scope and the sheath. The device fragments were retrieved with an unknown device. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.